Event description:
It was reported by a physician that during a demonstration procedure in which they were deploying a lumenis acupulse duo laser system during a micro laryngoscopy a patient "suffered a burn".

Manufacturer narrative:
Lumenis investigated the reported event attempting to contact the physician to obtain further information regarding the reported event. Despite reasonable attempts by email and by telephone to contact the physician they did not respond to requests for information. A lumenis representative witnessed the demonstration procedure stating they noted that the operating microscope to which the laser attaches and that directs the energy to the treatment site was not in a locked position. The representative suggested to the doctor that locking the movement of the microscope head would help the doctor accurately focus the laser beam to the larynx. The lumenis representative also stated the doctor was using direct vision through the microscope without aid of a video monitor. This prevented observers from visualizing the treatment field. The lumenis representative was unable to observe the aiming beam and associated target location of laser. The lumenis rep stated the doctor explained he needed the scope to be loose so he could have the range of motion he required. The motion of the doctor's hands and the scope continually knocked the drapes from the patient's face according to the witness's statement. As the procedure ended the lumenis representative noted the patient had sustained burns to the face. They made the surgeon aware of the sequela. Surgeon's assistant examined the patient post-procedure noting the burns were significant. The physician's staff used a medicated salve on the patient as a remedial measure. The lumenis representative was not aware of the brand of medicated salve used on the patient. The patient is reported to have sustained a burn on the left cheek approximately 2cm in size. The lumenis rep reported seeing a second burn to the upper lip that was not as significant. The rep stated that an incident report was filed at the facility to document the event. The sales representative did not have access to the report. The report was not provided to lumenis for review. An examination of service records for the subject device concluded that no related malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. During a lab test of the configuration of the subject device employed during the procedure lumenis technical experts found it was difficult to control the laser beam path with the lock knobs of the microscope unlocked. The technical expert stated standard procedure for surgeons using the subject device would be for the microscope to be generally aimed at the treatment site and locked into position with manipulation of the laser beam path accomplished with the joystick of the micromanipulator laser accessory. Deployment of the subject device in a manner controverted by common medical practice is determined to be the cause of the reported event.